Manufacturer narrative:
The returned probe was visually and functionally evaluated and the issue was confirmed. The shaft frosted due to a vacuum failure. Device history review showed there was one related issue with final assembly lot #09-0594. The vacuum tube lot, used in the final assembly, had been 100% tested with no failures reported.

Event description:
During pretest cycle, ice formed on the entire shaft of the cryoprobe. Test was terminated and the probe was replaced.